Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. A replacement pump was sent to the customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.